Event description:
As reported by the user facility: reports the valve was connected to a pt and running chemotherapy when a leak was observed. The nurse identified a crack in the side of the valve. The valve was leaking at the connection to an arrow PICC; the other end was connected to an alaris pump set. The valve was changed and the leak was resolved.

Manufacturer narrative:
This report has been identified as b. Braun medical inc., (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number. Review of the nonconforming lot report database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. If additional pertinent information becomes available, a follow-up report will be filed.